Manufacturer narrative:
A4): patient''s weight unk. A5a./5b.): patient''s ethnicity/race unk. B7): other relevant history unk. D4): lot number, expiration date, and UDI n/a for this system. D10): no concomitant devices were in use, since the procedure had not begun. H3): the device was evaluated on-site by field service engineer. The low voltage power supply component (which supplies dc voltage to various components within the laser system, including the control panel) was found to be out of specification. The contacts of the component were cleaned, reconnected, and adjusted to specification. System calibration was performed and proper system operation was verified. H6): after evaluation, investigation, and repair were complete, the low voltage power supply was determined to be the cause of the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. The patient was prepped and placed under general anesthesia, and the plan was to use a laser catheter with a spectranetics cvx-300 excimer laser system. While attempting to use the system, the display on the control panel would not stay illuminated except for the power light, rendering the system inoperable despite efforts to troubleshoot the difficulty. The physician opted to cancel the case, with plans to treat the patient when the system is operable, or transfer the patient to another facility if the repair is delayed. The patient was awakened and is reportedly doing well. This report captures the cvx-300 which malfunctioned after the procedure had begun, requiring intervention.